Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws continued to activate until the device was manually pushed off. The reported kit was used to complete the procedure by manually shutting it off. There were no patient effects. The product was discarded.